Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their teeth are still not aligned. They are on their last aligner for treatment. Their teeth are not fully straight and one tooth has shifted up. Patient provided photo which shows intrusion is present. Requested a 14 day rest period on the upper.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.